Event description:
It was reported that the package had an incomplete seal. Upon unpacking a flexima¿ drainage catheter is was noted that the package was not sealed all the way around. The device was falling out of the package on arrival and never made it to the shelf. No patient complications were reported.

Event description:
It was reported that the package had an incomplete seal. Upon unpacking a flexima¿ drainage catheter is was noted that the package was not sealed all the way around. The device was falling out of the package on arrival and never made it to the shelf. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned device matches with upn provided by the customer. The package returned was inspected, it was returned opened, however, all the seals were inspected and there is evidence that the sealed process was performed. Also, the catheter and metal cannula returned were inspected and no anomalies or damages were found. The unit does not have any visual or functional anomalies. (The package returned has all the seals with evidence of sealed process was performed). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).